Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please forward a photo? Where was the location of the hole in the packaging? When was it noticed that the packaging had a hole? Was the packaging damaged during transit? Please indicate storage conditions in the hospital? Was the product used on the patient?

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2018 and topical skin adhesive was used. During prep for the procedure it was noticed that the packaging had a hole in it. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional information was requested and the following was obtained:please forward a photo? Not available. Where was the location of the hole in the packaging? Outside of main packaging, hole in the middle of the packaging. When was it noticed that the packaging had a hole? Before use, not used in patient. Was the packaging damaged during transit? Unknown. Please indicate storage conditions in the hospital? Unknown. Was the product used on the patient? No. Product return ¿ unknown